Manufacturer narrative:
The pacemaker remains implanted and functioning appropriately. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a follow-up visit, this device displayed .5 years remaining longevity. Following testing, the device displayed 1.5 years remaining longevity. A memory download was performed on the device. The memory download revealed that the longevity remaining calculation changed based on a change in the lead impedance measurements. The programmer recalculated the longevity remaining based on the changed impedance measurement. Programming changes were recommended and no adverse patient effects were reported. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the longevity. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the elective replacement time (ert) declaration point to ensure a minimum of 3 months battery life between ert and end of life (eol). This device assessment of operating current, battery charge state, and revision of the longevity may cause differences and fluctuations relative to the previous programmer battery status indicators.

Event description:
Our company received additional information over four months later that this device displayed a magnet rate of 90 via transtelephonic monitoring however in the clinic the device indicated one year remaining. The caller no longer believed the indicators. A technical service consultant was contacted and recommend continuing to monitor the magnet rate. No adverse patient effects were reported.